Manufacturer narrative:
A supplemental MDR is being submitted due to the return of the device. Sections: d9, g3, g6, h2, h3, h6 type of investigation have been updated. Device was returned for evaluation. Investigation is underway.

Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences field clinical specialist, regarding a 26mm sapien 3 ultra resilia valve in the aortic position. At the very end of inflation with the 26mm commander delivery system, the delivery system balloon burst. The valve was fully deployed. There was no patient injury.